Manufacturer narrative:
The gore® tag® conformable thoracic stent graft with active control system has been reported in MFR report # 2017233-2021-02651. (B)(4). It should be noted the gore® tri-lobe balloon catheter instructions for use (IFU) state ¿excessive inflation volume may result in balloon rupture, embolization, vessel damage, vessel rupture, or patient death.¿

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an aortic arch aneurysm using a 37mm x 20cm gore® tag® conformable thoracic stent graft with active control system. A gore® tri-lobe balloon catheter was used as an accessory during the procedure. According to the physician, the distal end of the device was slightly oversized but within the acceptable range (distal landing zone measured a reported 27.2mm to 29.3mm in diameter). The gore® tag® device was placed without any reported issues. When the device was ballooned at the distal end to achieve seal, overdilation of the balloon was suspected (volume of balloon inflation not reported). However, no issue was observed on the confirmation angiograph, and there was no reported change in the patient's blood pressure. The patient tolerated the procedure. Upon awakening from anesthesia after admission to an intensive care unit room, the patient complained of chest discomfort and chest pain. A dissection was suspected, and computed tomography imaging reportedly confirmed a distal stent graft-induced new entry (dsine) and rupture at the site. An emergent endovascular treatment was performed, and an additional stent graft was placed with overlap of about 50mm on the distal end of the device. A confirmation angiograph after ballooning reportedly showed an endoleak at the overlap site. When additional ballooning was performed, cardiac arrest reportedly occurred. According to the report, cardiac massage was performed, but abdominal echocardiography showed a hematoma, and rupture of an abdominal aortic aneurysm was suspected. The patient subsequently died. The physician reported that the dsine was probably caused by a device with an oversized distal end. The physician also commented that the distal end of the gore® tag® device being shorter than expected and landing in an aneurysmal region of the thoracic aorta, and overdilation during the ballooning, may also have contributed to this event. It was also reported that hemodynamic changes in the thoracic aorta may have led to rupture of the existing abdominal aortic aneurysm, although this rupture could not be confirmed.